Event description:
Prior to start of case, gas machine passed all of the required checks. Approximately five minutes after induction the machine became inoperable and alarming internal servicing. Patient removed from ventilator, given tiva and ventilated using an ambu bag at 100% oxygen, 10l/min. Patient taken to another operating room to complete the case. Patient required no additional treatment or monitoring. Biomedical checked machine; unit was depressurizing and working incorrectly.